Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels. Customer¿s blood glucose level was 503 mg/dl. Customer treated their high blood glucose level via bolus delivery and manual injection. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer¿s spouse declined to perform the high pressure test and declined to further troubleshoot high blood glucose levels. The insulin pump will not be returned for analysis.